Event description:
It was reported that the rotapro burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.75mm and rotawire drive for treatment. Shortly after the devices were inserted into the patient, the physician had noted that the burr and guidewire had become stuck on each other. This prevented the burr from being able to rotate. They physician was unable to disconnect the two devices, so they were removed from the patient together as one unit. They were replaced with similar devices of the same type, and the procedure was completed successfully. No patient complications resulted due to this event.

Event description:
It was reported that the rotapro burr became stuck on the guidewire. A procedure was being performed using a rotapro 1.75mm and rotawire drive for treatment. Shortly after the devices were inserted into the patient, the physician had noted that the burr and guidewire had become stuck on each other. This prevented the burr from being able to rotate. They physician was unable to disconnect the two devices, so they were removed from the patient together as one unit. They were replaced with similar devices of the same type, and the procedure was completed successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire.